Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter claimed that the patient received medical treatment after the patient had two hypoglycemic episode of blood glucose less than 40 mg/dl, (B)(6) 2011 and (B)(6) 2011. Reportedly, the patient had increased activity over the past week as she has been staying in a (B)(6) to learn how to use a new prosthetic. In each instance, the patient took orange juice without any required medical invention from the (B)(6). During troubleshooting, the animas representative noted the following: review of pump settings all as expected- basal, insulin to carb ratio, isf, target. Time is correct in the pump; however, the date is off by one day. Bolus history confirms the last bolus was delivered using ezcarb feature just before dinner at 5:40p before the low bg occurred around 9p. There were no alarms from pump. Patient did not prime the pump for any reason. There were no infusion set issues identified nor alcohol consumption. She does not feel the increased activity is strenuous enough to cause hypoglycemia. There was no defect found with the animas insulin pump. This complaint is being reported because the patient reportedly was treated for a hypoglycemic episode while managing her diabetes with the animas insulin pump.